Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient developed an infection, erosion was observed at the pocket site. The system was explanted. The patient¿s condition before, during and post procedure was stable.